Event description:
Balloon on scepter c occlusion balloon catheter was ruptured when taken out of the package. We tried to prep the balloon per product instructions but there was a leak on the back table.